Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant reported that the device will not be returned for evaluation; consequently a physical evaluation will not be performed. We are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Additional manufacturer narrative: at this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a patient (age and gender unknown) in 2006. The following month, a fluoroscopy was performed, which showed that the distal end of the patient's PICC had knotted/twisted. This was reported to have resulted in a blood clot forming in the patient, at the knotted end of the PICC. The clinicians ran an anti-coagulant through the patient to dissolve the clot pror to removing the device. During this period the patient's condition was noted to be stable and that the patient was out in the community. Nine days later, the device was successfully removed from the patient in the facility's radiology suite. The clinicians did not have to remove the PICC in the or and the radiologist described the PICC removal as "quite easy". There was no reported continued adverse affects to the patient as a result of the reported malfunction.